Manufacturer narrative:
Concomitant medical products: 5076, lead implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The physician noted the lead had insulation damage, lead tip damage and the stylet was stuck in the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. Lead damaged at 1cm(from proximal end), distal conductor is distorted and outer insulation is breached. Damaged at implant attempt. Returned stylet is kinked at various locations and cannot be reused. Used a fresh stylet to perform test, test passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.